Manufacturer narrative:
Block b3: exact date unknown, event occurred six months ago from the date manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively. The explanted product will not be returned per hospital policy.